Manufacturer narrative:
(B)(4). Device not returned to the manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed march 5, 2015.